Event description:
Per the clinic, the patient developed an infection around the abutment site and was treated with oral antibiotics (type, date and dosage not reported). The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the clinic, on (B)(6) 2013, the patient was prescribed a two week course of keflex (dosage not reported). This reported filed december 10, 2013. Implanted device remains.